Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during lobectomy, the surgeon clamped the tissue, pushed the green button and started the firing to lung, however the handle was locked on the half way and the surgeon could not squeeze the handle any more. Then the surgeon opened the jaws and removed the malformed staples from the surgical field. The procedure was completed with another device. The surgical time was extended by less than 30 min. Additional tissue resection was required due to the issue. There was tissue damage. The part fell into the patient's cavity and was retrieved. The status of the patient: no problem.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one reload. Visual examination of the reload noted that it was partially fired. Staple pushers were visible just before the 3cm cut line indicating the point where the handle compression had stopped. Functional testing of the reload found no abnormalities. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture replication of the partial fire condition with interlock engagement may occur when the firing handle has not been completely cycled. If the instrument return knobs are retracted at any point once the firing cycle has begun, the reload will engage into safety interlock and prevent further attempts to fire by ceasing the placement of staples and tissue transection, and prevent patient harm. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. Should new information become available, the file will be re -opened and the investigation summary amended as appropriate. If information is provided in the future, a supplemental report will be issued.